Event description:
It was reported that the patient,s left sidrail arm weldment was missing the retainer snap rings causing the siderail to come off the bed. There was no patient injury or invovement.